Event description:
The pt with a past medical history of coronary disease status post CABG [coronary artery baypass graft] in 1999 and a recent protected left main stent. The pt presented to the hospital in 2003 with chest pain x 1 [for one month] month with increasing frequency, relieved by nitroglycerin. The pt underwent a cardiac catheterization which showed re-stenosis, and [a few days later] the pt underwent stenting of the ostial left circumflex. A 3.0 x 12 mm [millimeter] vision stent was advanced to the circumflex but could not be advanced into position. The stent was displaced from the balloon and remained on the wire from the very proximal circumflex in the left main artery. A 1.5 x 20 mm maverick balloon was advanced within the undeployed vision stent and inflated 1 4 atm for 15, 30 and 30 seconds respectively in attempts to "trap" the stent on the balloon and position it more appropriately or move it onto the guide. These attempts were unsuccessful. An intra-aortic balloon pump (iabp) was placed via the left femoral artery. The cypher stent was deployed in the promixal lad [left anterior descending] at 12 atm for 15 seconds. The vision stent was then deployed within the left main and proximal circumflex with a 2.75 x 15 mm maverick balloon at 12 atm for 15 seconds. There was a 90% residual stenosis in the circumflex with timi3 [thrombosis in myocardial infarction 3-complete perfusion] flow. The intervention was stopped, and the pt went to the o.r. [Operating room] for an emergent CABG to revascularize. The pt was informed of the high risk of the procedure due to their co-morbidities, and wished to proceed. Attempts to wean the pt off cardiopulmonary bypass with iabp were unsuccessful, and the pt ultimately died. [The family denied an autopsy].